Event description:
The customer reported, the system is making a clicking sound. No pt injury.

Manufacturer narrative:
Troubleshot system, found system arcing in the x-ray tube. Cleaned and lubricated hv cable candlesticks. Checked system for proper operation.